Manufacturer narrative:
Device analysis for lead (B)(4) revealed the lead body conductor was broken at the anchor site. Wires 2 and 4 were broken 19cm from the distal end. Wires 8-15 were broken 1903cm from the distal end.

Event description:
It was reported the patient fell over and their stimulation became unstable. The patient had stimulation in the abdominal region when the lead was touched. When the implantable neurostimulator (ins) was checked, impedances were measured to be high. A disconnection of electrodes and a lead fracture were suspected due to the high impedances. Electrodes 2, 5, 8, 9, 10, 11, 12, 13, 14, and 15 had impedances of 10,000 ohms. Impedances had changed every time they were checked after the fall. The system was replaced on (B)(6) 2015. Following the replacement, the patient was receiving effective therapy.

Manufacturer narrative:
Updated for the lead, model 39565-30.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. (B)(4).